Event description:
Case description: investigation results: name: novopen 4, batch number: hvgl904-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.. Since last submission the following has been updated: investigation results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: 14-may-2019: since no faults were found on the returned device (novopen 4) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event and thus not possible to find similar incidents to the one reported in argus case: (B)(4). Device evaluated by MFR: continued: evaluation summary: name: novopen 4, batch number: hvgl904-1. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). His blood glucose levels kept rising [blood glucose increased] novopen device did not deliver the actrapid penfill insulin [device failure]. Case description: this serious spontaneous case from greece was reported by a consumer as "his blood glucose levels kept rising" beginning on (B)(6) 2019, "novopen device did not deliver the actrapid penfill insulin" beginning on (B)(6) 2019, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and body mass index were not reported. Medical history was not provided. Concomitant products included - actrapid penfill (insulin human) solution for injection, 100 iu/ml, ongoing. It was reported that on (B)(6) 2019 novopen device did not deliver the actrapid penfill insulin and the patient's blood glucose levels kept rising. It was also reported that patient tried to troubleshoot the pen but did not happen. The batch number of novopen 4 was available. Action taken to novopen was not reported. On (B)(6) 2019 the outcome for the event "his blood glucose levels kept rising" was recovered. The outcome for the event "novopen device did not deliver the actrapid penfill insulin" was not reported.